Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The occlusion wire was inserted into the pt saphenous vein graft to right coronary artery and the physician inflated the occlusion balloon to 5.5mm and the occlusion balloon maintained inflation for approx 9 mins. While performing the stenting procedure it was noticed on the flouroscope that the occlusion balloon was slowly deflating. Removed the device and replaced it with another to complete the case.